Event description:
It has been reported to philips that the system gave a message that the memory was full event though the disk was empty, which would prevent imaging. The system was reportedly in clinical use at the time the issue occurred. There was no reported patient or user harm. The philips remote service engineer (rse) reconstructed the database and the database tests no longer showed failures and freed up the 51000 images of available space in the memory. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the examination was completed by deleting the patient data from the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the memory full message appears even when the disk was empty. Analysis of system log file showed error related to frontal ippc. To resolve the issue, rse reconstructed the databases and tested the system for failure. Following the reconstruction of database, the system was returned to use in good working order. The codes were updated based on the investigation outcome.